Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal issues were encountered. The lesion being treated was located in the 70% stenosed unk vessel. The vessel diameter was reported as 3.0 mm. The vessel was pre-dilated with a 3.0 x 30 mm balloon. The physician implanted a taxus express2 3.0 x 32 mm drug eluting stent. The stent was post dilated. The balloon was sticking to the stent upon withdrawal. The pt experienced an increase in enzymes.